Event description:
It was reported that the superion indirect decompression system implant patient experienced implant migration where the implant had slipped out of place. The patient underwent a revision procedure where the implant was explanted. The explanted device was disposed of at the hospital and was not returned to bsc.